Event description:
It was reported that the stylet of the balloon catheter (subject device) could not be removed because it was stuck. The physician attempted to remove it, and the shaft broke. There was no patient involvement. No additional information was received.

Event description:
It was reported that the stylet of the balloon catheter (subject device) could not be removed because it was stuck. The physician attempted to remove it, and the shaft broke. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned for analysis and found to be broken/fractured into 2 pieces. The device was also found to be kinked, wrinkled and stretched. The mandrel was still jammed in the balloon catheter. The device was shipped to the manufacturer, and no anomalies were found that would indicate the reported and observed issues were related to manufacturing or product quality deficiencies. Based on the conclusions provided by the manufacturer and because the reported issue occurred when handling the device outside of the patient during removal from packaging, the reported and observed issues are believed to be related to unpacking damage.